Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) presented in the emergency room with the ICD emitting constant tones. During interrogation of the ICD, a fault code indicating that the device had undergone a reset appeared.